Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicaptransfer set was separated between the female connector and the main body. The issue was noted during use of the device for peritoneal dialysis therapy. There was no report of patient injury or intervention associated with this event. No further information available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: the device was received for evaluation. Visual inspection was performed and the dark blue female connector was separated from the light blue main body. Functional testing, leak testing, clear passage and clamp function testing performed and there was no issues were observed. The reported condition was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.